Event description:
Pt had urinary sphincter placed following radiation therapy for prostate carcinoma. As time passed increased urinary incontinence increased. Upon evaluation he was found to have significant failure to coapt the urethra. Physician noted that this was likely secondary to atrophy under the cuff. The cuff was surgically removed and replaced with two smaller cuffs.